Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and cracked reservoir tube.

Event description:
Customer reports to have physical damage to insulin pump. Customer states that insulin pump has a crack and reservoir is missing. Customer's blood glucose was 70 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.